Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had not used and recharged the system ipg for more than a year. The pt experienced difficulty initiating communication between the ipg and the external devices. The pt underwent surgical intervention to explant and replace the ipg with a different model device. Effective stimulation was captured post-operative. No further pt complications were reported.